Event description:
Procedure type: wedge resection. According to the reporter: staple of the first fire to lung was not formed. Over 500cc bleeding from artery. Stopped the bleeding and then fired the device again, the second fire was successful. There was some additional tissue resection and a transfusion was done to the patient. No further patient info available.